Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint was received with return of device. Failure (event) observed during analysis. External insulation abrasions were noted at 8.6-9.2cm and 11.0-12.4cm from distal tip consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations.(B)(6).